Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a spinal fixation surgery during the insertion of the trail cage, the inner shaft broke. The procedure was completed successfully. This report is for one trial inserter sh connection. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: trial inserter sh connection (p/n: tft20101, lot #: e18di0306) was received at us cq. Upon visual inspection at cq, it is observed that the inserter knob and inserter pin got stuck with inserter handle and keep rotating when tried to release from assembly. There is a rusty spot around the circumference of the knob near the connection where it connects with inserter handle. The rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: functional test cannot be performed due to the stuck condition of the device received. Dimensional inspection: dimensional inspection of the received was not performed at cq as the relevant features of the received device are not accessible. Document/specification review: the following drawing(s) was reviewed; trial inserter sh connection. Investigation conclusion: visual inspection, and document specification review of the received devices were performed as part of this investigation. The complaint cannot be confirmed as there were no broken features observed with the device. While a definitive root cause could not be determined, it is possible that the rough handling of the device during the procedure or sterile processing might have contributed to the present stuck condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.